Event description:
This is a report of a patient death coincident with continuous ambulatory peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to the event of the death. It was not reported if the patient was performing peritoneal dialysis at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.